Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that a small amount of the cannula from a cleo® 90 infusion set remained in the patient's body when the patient took off her site. The patient's blood glucose levels were 313mg/dl, then 242mg/dl at the time of the event. The patient administered a corrective bolus to address the blood glucose levels. The patient did not test for ketones. The patient was going to see her healthcare provider if they experienced pain. No permanent injury was reported.